Event description:
A us distributor reported that an electrode belt was displaying add gel messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) has confirmed that the cable connecting the distribution node (dn) to rear cable there was a broken pulse wire in the dn. The root cause for cut broken wire was unable to be identified. There was no adverse event that resulted from the damaged belt.